Event description:
Right im tibial rodding. When it was time to switch guide rods, a hollow plastic exchange tube was inserted into the tibia. Plastic exchange tubing broke off. Incision made above fracture to retrieve pieces of broken tube.